Event description:
This mouth gag broke during a tonsillectomy procedure. The physician present during the procedure examined the pt and indicated that there were no pt problems as a result of this event.